Manufacturer narrative:
Section d6b: if explanted, give date: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a planned explant procedure was scheduled for a patient with implanted single piece preloaded multifocal intraocular lens (iol). The reason for the exchange request was due to the patient's symptoms of poor vision quality. The patient described the vision as "hideous," stating that there appeared to be a film over the eye, resulting in an inability to see clearly. The patient also reported difficulty driving at night. No medical or surgical interventions, including incision enlargement, vitrectomy, or sutures, were required. No further information was provided.